Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was difficult to press. During troubleshooting with tandem technical support, the customer confirmed that the pump turned on when plugged into a power source. Blood glucose level was 44 mg/dl. To treat the low bg level, the customer consumed sugared food.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) of 44 mg/dl was not entered into the pump on (B)(6)2018 and continuous glucose monitor was not being used with the pump at the time of the reported low bg event. A cartridge chance sequence was completed on (B)(6)2018 and the user began insulin therapy for the first time with the pump. User made bolus requests while still having insulin on board (iob) and without entering current bg level. Complaint could not be confirmed. If user did not disconnect during ¿tubing fill¿ process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. Making bolus requests and still having insulin on board could lead to a low bg event. There is no evidence that the insulin pump experienced a malfunction or failure.